Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated during use. The following information was provided by the initial reporter: material no: 328468 batch no: 9252463. It was reported on 03/27/2020 patient stated that from this same box same lot number has another sample that he found today. Needle hub separated when removed shield.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 27 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200845989] noted for out of spec shield pull.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/29/2020. H.6. Investigation: customer returned (3) loose 1/2cc syringes. Customer states that the needle and hub stayed inside shield. All syringes were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200845989] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #78592 was created for raised hub, the camera was out of adjustment. Corrective action: adjusted the camera. H3 other text : see h.10.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated during use. The following information was provided by the initial reporter: material no: 328468, batch no: 9252463. It was reported on (B)(6) 2020 patient stated that from this same box same lot number has another sample that he found today. Needle hub separated when removed shield.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated during use. The following information was provided by the initial reporter: material no: 328468 batch no: 9252463. It was reported on (B)(6) 2020 patient stated that from this same box same lot number has another sample that he found today. Needle hub separated when removed shield.